Manufacturer narrative:
The subject device was returned for device investigation and the reported malfunction was confirmed. Based on the results of the investigation, a root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.

Event description:
It was observed that during maintenance, the subject device had no image. There were no reports of patient harm.